Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they went to the emergency room on (B)(6) 2016 and also had homecare after that. When asked what led to the implant going closer to the skin and the infection the consumer stated there were no changes in activity that led to the implantable neurostimulator (ins) moving closer to the surface and appearing infected. In order to resolve this issue the consumer was referred to a physician on (B)(6) 2016 and had surgery to remove the ins on (B)(6) 2016. A post-operative appointment was scheduled for (B)(6) at 2:30.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was coming through the skin and they could see the battery. The patient stated that ¿you can see it. It is blank and infected¿. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.